Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2014-01806.

Event description:
Customer reported that he was unconscious twice due to unexplained low blood glucose. Customer stated that the paramedics were called to assist customer at home. The blood glucose readings were 30 and 40 mg/dl when the paramedics arrived. Customer stated that the incidents happen over a year ago. Nothing further was reported.